Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hospital has reported that no pt injury occurred.